Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: the device was used for double stapling with a ta type stapler. Firing was done normally and staples were confirmed proper by x-ray. The day after the surgery, a leak was observed and the pt was re-operated.